Event description:
Same case as 6000089-2006-02295 it was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. At the index procedure the patient was taken to the cath lab where multi-vessel coronary disease (mvd), with occluded posterior descending artery (pda), non treatable circumflex (cx) artery lesions and severe stenosis of mid and mid distal left anterior descending (lad) was revealed. Two (2.50x24mm and 3.00 x 20mm) taxus express2 drug eluting stents, minimally overlapping, were placed in the left anterior descending (lad). The 2.5x24mm taxus express2 stent was post dilated with a 3.0 balloon, inflated to 12 atms. No complications occurred. Upon follow-up, the patient was asymptomatic and negative for methylisobutyl isonitrile (mibi). The primary care physician advised the patient to stop the clopidogrel at 6 months. Medications used pre-procedure. Clopidogrel, asa, and atorvastatin. Medications used during the procedure: heparin. Medications used pre- procedure: clopidogrel, asa, and atorvastatin. Medications used during the procedure: heparin. Medications used post- procedure: clopidogrel, asa, and atorvastatin. Eleven months later, the patient experienced a sudden anterior ami. A thrombosis intra-stent at the distal stent was diagnosed and treated with plain old balloon angioplasty (poba) with excellent results. Patient status reported as "asymptomatic".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.